Event description:
The manufacturer became aware of an allegation related to a rep dreamstation auto CPAP device. The manufacturer received information alleging chronic pneumonia, respiratory issues requiring hospitalization. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer became aware of an allegation related to a rep dream station auto CPAP device. The manufacturer received information alleging chronic pneumonia, respiratory issues requiring hospitalization. The manufacturer was made aware of this complaint through a representative of the customer. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation during the evaluation, the device powered on and air flow was confirmed. The device's downloaded logs were reviewed by the third-party service center. The third-party service center concludes that they couldn't confirm the customer's allegation and unit got corrected. Box: h has been updated.